Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from cloudy pd fluid 11 days after initial symptom onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that antibiotic treatment with vancomycin and gentamicin was discontinued, the patient was discharged from the hospital and recovered from peritonitis (on an unknown date). The patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. The patient was hospitalized for the peritonitis event and treated with intraperitoneal (ip) vancomycin (1gm every 5th day, ongoing) and ip gentamicin (40mg daily, ongoing). Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. It was reported ongoing proper aseptic technique training continues. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.